Manufacturer narrative:
Per tandem¿s t:flex user guide states that reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. Reportedly, the customer refills the cartridge; however, it could not be confirmed if the customer refills the cartridge when the occlusion alarm occurs. There was no reported impact to the customer's blood glucose level.